Event description:
It was reported the pt had contracted a candidiasis (fungal yeast infection) and a staphylococcus infection at the ipg pocket site. It was later identified the pt underwent surgical intervention to explant the entire system. The pt is being treated by an infectious disease specialist and has been put on oral antibiotics for six weeks. Further follow-up indicated the pt is improving and is working closely with his physicians to treat the infection.

Manufacturer narrative:
This ipg serial number is included in field advisories. Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.